Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the first of two reports (same pt, product, product problem, and facility but different lot numbers). It was reported that the contacts on the electrode tail did not match up with the contacts in the cable connector. It was noticed that contacts 6, 7 and 8 were reading nosily on the electroencephalogram (eeg) monitor as a result, the contacts matched up and the readings were fine. The noise was gone. It was also reported that one electrode connector section separated from the silicone tail upon tunneling through the scalp. The surgeon used a 14 gauge angiocatheter to tunnel the lead. Only one or two of the tail contacts fit into the needle. There was either an obstruction in the needle or the tip had been crimped. It was unsure if this had an effect on the damage to the electrode. Additional clinical info has been requested.